Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they contacted their nurse 2 times about the issue. It was confirmed that the shocking from the science museum electricity tube did affect the device. Patient said seems to be back on track and that they changed programs. The issue was confirmed resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to a science museum and someone touched an "electricity tube" then touched pt's finger to finger and it shocked pt. The pt stated when they touched the tube and touched the same person it shocked that person back, but reported when the pt and the other person were both touching the tube at the same time the shock went down pt's right buttock and down their right leg. The pt stated they don't know if they messed up the device, because ever since then, the pt is going to the bathroom more frequently. Pt also reported they can't increase stimulation any higher or it hurts. The pt stated that they can tolerate the current level of stimulation, but stated if they decrease stimulation they go to the bathroom even more. The patient was redirected to their healthcare provider to further address the issue.